Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2010 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally for menstruation (lot number 0840m7706, expiration date and frequency unspecified). After an unspecified duration, she stated that, she had used eight tampons and each time the strings kept breaking. She also stated that she had used the device in the past without any problems. This report had no adverse event and the action taken with the device was unknown. Sample received contained 1 package of ob super plus non-applicator, lot number 0840m7706 with 32 tampons. Returned sample was visually inspected and no nonconformance or manufacturing defects were observed the retain sample was visually inspected and no nonconformance or manufacturing defects were observed. This is the first complaint received for this lot number for this complaint subject. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.